Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had multiple issues. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had a button error, motor error and customer had experienced a high and low blood glucose. Customer's parent also reported that issue with infusion set bent cannula and infection on the insertion site. Customer's parent stated that there was sensor blood at site issue as well. No troubleshooting was performed. The insulin pump is not expected to return for analysis.